Event description:
It was reported that there is difficulty moving the plunger while using bd veo¿ insulin syringes with bd ultra-fine¿ needle. Multiple syringes were affected, however, no patient impact reported. Plunger does not move smoothly in barrel. Have to use great force to depress plunger.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9266313. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that there is difficulty moving the plunger while using bd veo¿ insulin syringes with bd ultra-fine¿ needle. Multiple syringes were affected, however, no patient impact reported. Plunger does not move smoothly in barrel. Have to use great force to depress plunger.